Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected delivery or occlusions or insulin flow blocked alarm during priming noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alerts and insulin pump error alarm. The customer's blood glucose level was 156 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Customer stated that insulin continues to drip after motor stopped during the fill tubing process. Customer stated states they were unable to exit the load reservoir process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.